Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: cholecstectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: applies to applied's ca500 clip-on pliers. The clip does not release the clips each time the handle is activated. Resulting in tissue shearing and untimely bleeding. Other pliers with the same problem. Additional information received from applied medical representative via complaint form on 20dec23: no clip delivered and section of cystic artery bleeding. Additional information received from applied medical representative via email on 29dec23: the trigger could be moved as normal. A clip did not seat into the jaws properly. The applicator jaws tore the tissue. Patient status: ok. Intervention: device replacement, however with the same problem

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecstectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: applies to applied's ca500 clip-on pliers. The clip does not release the clips each time the handle is activated. Resulting in tissue shearing and untimely bleeding. Other pliers with the same problem. Additional information received from applied medical representative via complaint form on 20dec23: no clip delivered and section of cystic artery; bleeding. Additional information received from applied medical representative via email on 29dec23: the trigger could be moved as normal. A clip did not seat into the jaws properly. The applicator jaws tore the tissue. Patient status: ok. Intervention: device replacement, however with the same problem.